Event description:
Cardiac catheterization ended, femostop placed. Dial would not close properly so femostop could not be inflated to desired pressure. It was removed and another femostop placed.====================== health professional's impression======================failed to inflate.====================== manufacturer response for femostop======================manufacturer representative was in room when incident occurred. Took unit & wrapper no device information available.